Event description:
It was reported that during insertion of the iab, difficulty was encountered advancing it over the guide wire. Another iab was placed without difficulty. There were no pt complications.